Event description:
It was reported to boston scientific corporation in 2008, that while opening the passport urological balloon dilatation, in preparation for a ureteroscopy procedure, the removable inflation connector, used to inflate the balloon, did not appear to be correct. The second, same type device, was opened and the connector was used to complete the procedure. Date of the event was not provided. Patient age, gender, and weight is unknown. No complications for the patient were reported.

Manufacturer narrative:
Two removable inflation connectors were returned. The balloon catheter was not returned. One inflation connector was correctly assembled. The proximal portion and tapered distal portion of the second connector had not been attached to each other. Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. The potential root causes were reviewed. The result of this review indicated that the current manufacturing process controls to prevent this failure from occurring were deemed adequate. A review of the manufacturing documentation found no anomalies or deviations. It was noted that there have been no other complaints reported relating to this defect for this batch.